Event description:
Information received from the patient reported that they were unable to charge their implantable neurostimulator (ins) which occurred about 2 weeks ago. They stated that the ins was dead and they were unable to charge it. The last successful recharge session was "probably in (B)(6)." As a result, the patient had pain in the right foot (they had reflex sympathetic syndrome and complex regional pain syndrome in the same foot). It was also noted that they had some residual stimulation so their foot did not hurt right away. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted as non-malignant pain. Additional information was received from the consumer that they had replaced the stimulator battery on (B)(6) 2016 and had post operative appointment with doctor on (B)(6)2016. They reported that their battery was completely dead due to the inability to charge the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.